Manufacturer narrative:
A review of the complaint history for (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 was failed. A field service engineer replaced the latch module as the inseparable magnet had fallen out and checked the voltage, and the sensor was correct. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main machine drawer 2 experienced a failure. The system repeatedly prompted the user to close the drawer despite the drawer being in a closed position. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.